Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. The ventricular lead exhibited high threshold, low impedance, and decreased sensing. An echocardiogram revealed the lead dislodged. The lead was explanted and replaced on (B)(6) 2015. No adverse consequences occurred to the patient.